Manufacturer narrative:
The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this report of unspecified software failure (with no reported patient impact or intervention), provides limited information to determine what the failure was (e.g., software update required; software version incorrect; unreported system error; etc.). At this time, there is no information that would reasonably suggest that this vague report would be likely to cause or contribute to a death or serious injury were it to recur.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'corrupt software', which was reproduced during evaluation. The reported condition was verified. The cause was determined to be an incorrect version of software. The software was updated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a corrupt software. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.